Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a patient attempted to deliver boluses due to high blood glucose levels while using a cleo 90 infusion set. It was noted that the blood glucose levels continued to rise even during boluses. The patient's blood glucose levels were reported to be at 422mg/dl. Troubleshooting determined that the cannula site was completely bent. The patient changed out her site and filled the cannula to resume insulin deliveries. Manual injections were conducted to address the high blood glucose. No permanent injury was reported.